Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that an unknown intra aortic balloon pump (iabp) was not filling reverse suction and had bloodback issue. No harm or injury to the patient was reported.